Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with 120 units of insulin. Reportedly, the contact may have extracted insulin from the syringe when trying to the mitigate the air from the syringe. There was no impact to the customer's blood glucose. The contact successfully added insulin and completed the load process successfully.